Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, visibility/palpability, edema, pain, neurological symptoms-ndr, varied injuries-ndr.

Event description:
Patient reported left side "beyond retractions and pain breast forcing me to take painkillers/anti-inflammatories/botulinum toxin injection and physio session, other symptoms: - loss of memory, - difficulty concentrating - arnold's neuralgia, - food intolerances - sleep disorders - tired." Regulatory agency later reported capsular contracture baker grade IV. The events of loss of memory, difficulty concentrating, food intolerances, and arnold's neuralgia are not device related. Patient undergone capsulectomy. The device has been explanted and replaced.